Event description:
It was reported that the pump did not deliver boluses as intended. Subsequently, on (B)(6) 2026 the customer went to the emergency room and was hospitalized with a blood glucose of 567 mg/dl. In addition, the customer experienced confusion. The customer was treated with intravenous fluids of saline, insulin, and antibiotics. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support reviewed the pump history and confirmed there were no missing boluses identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.